Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. A supplemental report will be submitted upon device history record (DHR) review completion.

Event description:
It was reported that a 23mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 8 years, 6 months due to severe stenosis and regurgitation. Per obtained medical records, the patient presented with cardiogenic shock and multiorgan failure. A left tandemheart pvad was placed with improved hemodynamics. The patient was then ready to undergo a valve in valve procedure four days later with a 23mm transcatheter valve. The valve was implanted successfully with a good result.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider that the patient expired on postoperative day eight. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.